Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had retainer ring damage. The customer stated the type of damage was crack. The customer stated that reservoir was able to lock in place when inserted into pump. No harm requiring medical intervention reported. The device not be retuned for analysis.